Manufacturer narrative:
No device analysis results are available because the device remains implanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Patient was admitted for a right groin catheter site hematoma with syncope following an implant procedure. The event was resolved with right femoral artery and femoral vein exploration and incision with drainage of the femoral hematoma. The following day the patient was reported to have a nonoliguric acute kidney injury in the setting of hypovolemic shock due to the expanding right groin hematoma. Due to the amount of blood loss, the patient then experienced anemia. The patient received packed red blood cells and iron and was then discharged.